Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on the lower right front corner, the right plunger case and the battery door were cracked, and the battery was missing. A review of the event history log identified force sensor test error in history. During functional testing the force sensor test error was found at power up and was unable to calibrate the force sensor. There was fluid ingression found inside plunger assembly. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the whole plunger assembly, plunger tube and plunger cable and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump exhibited a plunger sensor failure. No patient injury was reported.